Manufacturer narrative:
There are no devices of this lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He reported that the delivery set was observed to be leaking towards the middle/end of the procedure. The perfusionist stated the volume of leaked blood was a few drops. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
The device was returned for analysis. A leak was identified due to delamination at the weld seam area. The device history records for the lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition.